Event description:
It was observed that during the device evaluation, the subject device exhibited forceps channel is blocked (brush distal end) because foreign object prevents brush from passing through. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: forceps channel is blocked (brush distal end) because foreign object prevents brush from passing through. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.